Event description:
Operator reported that front wheels of the load cart slipped off transport trolley. There were no injuries.

Manufacturer narrative:
Getinge service representative evaluated the trolley and determined that the latch had gotten stuck causing the cart lock lever to not fully engage. The getinge service representative adjusted and lubricated the lever to provide smoother operation. User instructions specify operator to ensure that load car is locked onto the trolley prior to moving.